Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 129358 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 129358, device part number 195-430 / lot: 128083a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 129358 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however based on the information provided by the customer it is likely due to the kit manufacturing. After reviewing the images provided by the customer, the device in the image showed that the test strip was placed low as the (blue) control line where the sample line is located. According to the package insert, in an untested binaxnow covid-19 ag card there will be a blue line present at the control line position. If the blue line is not present at the control line position prior to running the test, do not use and discard the test card. The invalid and false results obtained by the customer could have been a result using binaxnow covid-19 ag cards with of this manufacturing defect. This incident rate for kit lot 129358 for this defect is currently at a low rate of (B)(4) and no additional action is required at this time. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binax now covid-19 ag card assay performed on an unknown date on a patient. There was no harm to this patient and there was pcr confirmatory testing with a negative result. Questioning the performance of the test, it was was administered to 5 registered nurses. It is unknown if the nasal swab was used per product insert instructions, whether repeat/confirmatory testing was performed, what the results were to those tests, whether there was treatment needed, if there were symptoms or harm. Although requested, no addmitional information was provided. Per binaxnow covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable..